Event description:
Headaches, upper respiratory irritation, cough. Allergy-like symptoms. Itchy eyes, watery eyes, stuffy nose. Irritation on my face where the mask comes in contact with my skin. This ranges from small rashes to larger sore almost blister like sores. Have been treating upper respiratory, allergy like symptoms as an allergy. I do have seasonal allergies, usually just in the spring. This has been ongoing since january. Did receive allergy shots, but the symptoms did not subside. (B)(6). FDA safety report ID# (B)(4).